Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient had lost 20 pounds from a workout regime and diet. He was (B)(6). To begin with. He had been getting really itchy and may be getting too much baclofen. This had occurred for 'probably 6 weeks or so.' The patient did not have a healthcare professional. No further complications were reported.